Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that using cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time. H3 other text : device not returned.